Event description:
Per medwatch: during cutdown to remove catheter from infant, difficulty was encountered in removing the line and a snap sound was heard. Edges of device removed were not smooth and catheter had split-open appearance. Infant taken to surgery for removal of device w/o further complications noted.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr of huti2177 showed no other similar product complaint(s) from this lot number.